Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump received an unexpected restart alarm after putting new battery. The customer¿s blood glucose level was 421 mg/dl at the time of the incident. The customer's current blood glucose was 367mg/dl. Customer declined troubleshoot for high blood glucose. The customer was assisted with troubleshoot for unexpected restart. The insulin pump will not be returned for analysis.